Event description:
It was reported that during a percutaneous transluminal angiography (pta) procedure, removal difficulties and vessel damage occurred. Access was obtained via right femoral artery. The 90% stenosed lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. The lesion length was 1cm and the vessel diameter was 2.5-3.0mm. A 3fr non-bsc sheath was inserted and engaged in tibiofibular main vessel. A non-bsc guide wire crossed the lesion and the 2.00mm/1.5cm/140cm small peripheral cutting balloon was advanced. There was resistance when the cutting balloon was crossing the proximal portion of the lesion. According to the physician the distal tip of the sheath backed out to popliteal artery when he was attempting to cross the balloon to the lesion. The shaft of the balloon catheter kinked in ostium of anterior tibial artery. The physician tried pulling the cutting balloon catheter into the sheath which was unsuccessful. Eventually the distal tip of the sheath moved outside the patient. The cutting balloon catheter was removed from the patient without a sheath. During removal of the cutting balloon catheter, a "mild crack in the vessel wall" was noted. However, there was no blood leak and the issue was resolved by pressure hemostasis. The procedure was completed using different devices. The patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).